Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple documented attempts were made to obtain additional information with no success. To-date, the device has not been returned to olympus for evaluation. Based on the results of the legal manufacturer's investigation, the e309 (clv connection err) was likely caused by an incorrectly connected digital light source cable. Regarding the no image being displayed on the boom monitor, it is concluded there was no abnormality in the subject device, as the cause was determined to be a failure of the digital video interface (dvi) cable that goes to the boom monitor. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issues. The device met all specifications at the time of shipment.

Manufacturer narrative:
The customer reported that the cv-190 scope was replaced with a working one to resolve the error issues. During troubleshooting, it was determined that the issue was caused by a defective cable in the book monitor. Olympus has attempted to contact the customer without success. If additional information is obtained, a supplemental report will be filed.

Event description:
The user facility reported that they were not able to get an image on the computer screen while using a video system center. The customer swapped scopes and received an e309 error message. No patient involvement or injuries were reported. No additional information has been obtained.